Event description:
The customer contact reported during testing at the user facility, the device touchscreen was out of calibration. The device was returned to the biomedical dept for an unspecified reason. No specific patient information no tracking information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing,the touchscreen was found to be out of calibration. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.